Event description:
It was reported that a pen ndl 32g 6mm 3b tw 70ct jpn was unable to deliver medication during use. The following was reported by the initial reporter: "the customer reported about needle clog."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/4/2020. H.6. Investigation: two open 32g x 6mm pen needle samples were returned from lot. No. 9121516, cat. No. 320738. A clog testing as per tp700483 was carried out on the returned samples and no issue was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified h3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 32g 6mm 3b tw 70ct jpn was unable to deliver medication during use. The following was reported by the initial reporter: "the customer reported about needle clog."